Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured at proximal portion of threads.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the instrument is fractured; therefore, the complaint is confirmed. Hardness is within specification. Device history record was reviewed and no discrepancies were found. Root cause related to design deficiency. A CAPA was completed for this issue. Design updates were made to increase the strength of the impaction head and reduce the occurence of fracture. The device on this complaint was manufactured prior to the corrective actions. A field communication was sent on april 3, 2012, emphasizing surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.